Event description:
(B)(6) study. It was reported that tachy-brady syndrome occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the subject was neither on prior regimen of aspirin nor another antiplatelet medication other than aspirin at the time of index procedure. The subject received loading doses of 325 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing of the valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Post procedure summary: in november 2019, 2 days post index procedure, the subject was noted with permanent a fibrillation along with junctional escape rhythm. Subject was diagnosed with tachy-brady syndrome and emergency physician (ep) was consulted. A new permanent pacemaker was recommended and coumadin was held. 3 days of post index procedure, a new permanent non-bsc pacemaker was implanted. The event was considered recovered/ resolved. The subject was discharged with aspirin and warfarin.